Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting batteries and had damaged display with rainbow effects which was making it hard to read. Customer was reporting that they received no delivery alarm which was resolved by changing infusion set. Customer was also reporting mechanical issues and had motor error every time they put new reservoir. Customer stated that buttons were not responding on first attempt. Insulin pump had hairline cracks and damaged case. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.